Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 fails to pop open without assistance. The fse found drawer clicks but seems to be sticking on something and suspect the rails are bad. The fse confirmed that solenoid plunger and spring were fine. The fse released the tension in the rails and tightened up the face plates and thought it might be dragging and causing the drawer to fail. After troubleshooting multiple times, it was determined that an enhanced half-height drawer would need to be replaced. The fse replaced the drawer and logged into pyxis and accessed the desktop, then logged into the hardware test application (hta) and removed all cubies from 4.1 and 4.2. After turning off pyxis, fse removed drawer 4 and installed the new drawer. The fse turned pyxis back on and allowed the application to restart and then replaced all cubies. However, fse noticed that the divider between sections 4.1 and 4.2 was bent, preventing the drawer from shutting properly. The fse was able to inspect the drawer and found that the dividing plate between the drawers was too warped and needed to be removed. The engineer then reset the screws on each part of the drawer in order to relax the drawer to sit in a natural position in order for it to function properly. However, after inspecting this, fse found that the rails were slightly warped on the side of drawer, preventing the drawer from sliding out. The fse found inside left rail of drawer 4.2 was broken at the rail attachment point, causing the drawer to dip downward and stick against drawer 4.1, preventing it from opening smoothly. A field service engineer replaced the broken rail after removing drawer 4, installed a new rail, reassembled the drawer, and verified functionality through the hardware test application to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 failed and would not open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.